Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was able to verify the reported issue. After replacing modem cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down, when a 3g modem was connected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down, when a 3g modem was connected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.